Event description:
Additional information received indicated that the iol was exchanged during the initial procedure and there was no patient harm.

Manufacturer narrative:
Evaluation summary: one opened injector was returned for the report of the iol jammed with the pusher of the shooter and was torn off. The returned injector sample was visually inspected and was found to be non-conforming for the plunger head slightly bent downward. A functional thread engagement and plunger movement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found nonconforming, due to the plunger head bent. The product was processed and released according to the product¿s acceptance criteria. Photos were reviewed by the manufacturing site. Photos show an injector and the reported lot number is confirmed; however the reported issue could not be confirmed from the photo. The evaluation does confirm the injector plunger has a bend at the plunger head resulting in a slightly downward plunger position, which could have contributed to the iol jamming. The root cause for the nonconforming plunger height is from poor handling, but when and how the plunger position became damaged cannot be determined from this evaluation. This injector has been in service for approximately two and a half years. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation (iol) procedure, the rear haptic of the iol jammed and tore off. The iol was removed from the patient's eye during the initial procedure. Patient harm was not reported. The surgeon believes that the injector caused the event.